Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow up appointment that this right ventricular lead exhibited high, out of range shock impedance measurements of 155 ohms to 170 ohms. This has been a gradual increase for the past year. A technical service (ts) consultant reviewed the available device data and provided recommendations, included lead integrity testing, pocket manipulation, isometrics, a sync 41j shock and x-ray imaging. The device remains implanted. No adverse patient effects were reported. Additional information was received that this right ventricular lead and implantable cardioverter defibrillator (ICD) device where explanted. A new device was not implanted. Besides surgical intervention, no additional adverse patient effects were reported. The lead is expected to be returned for analysis.